Event description:
It was reported that when using the bd pyxis¿ es server device was showing in disconnected mode, and orders were not dropping to the station. The user was not able to view any new orders crossing to the devices. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the communication backlog between the station and the es server, which caused the device to enter disconnected mode and prevented orders from dropping. A technical support specialist (tss) dialed into the server, rebooted the server, verified service uptime and etl (extract transform load) processing, confirmed successful xml processing and heartbeat updates, and validated that the disconnected mode status cleared and normal communication was restored. The system functioned as intended after the technical support specialist troubleshot the device.